Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The testing of the device showed the alarm "acu watchdog failure" after power up sequence; this error indicated a problem with the main board. The investigation determined the issue was caused by normal wear- the pump and the main board component is over 10 years old.

Event description:
It was reported that the device gave the alarm "acu watchdog failure". Further information has been requested on whether issue occurred during patient use or prior to use; information not provided at this time.